Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a opening crack, crease fold, yellow particles inside of the device, wear abrasion, opening. A leak test was performed and found opening crack on diaphragm valve., and opening. A microscopic analysis was performed which identify opening crack. Crease smooth opening on radius. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. A crease smooth opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.